Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. The pt experienced a treatment event. The pt was at home at the time of the event. The pt received one appropriate treatment at 18:12:51 and three inappropriate treatments at 18:13:26, 20:00:56, and 20:01:21. The rhythm at the time of the first treatment was ventricular tachycardia and the post shock rhythm was asystole. The rhythm at time of the inappropriate treatments and post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is an expected, low-frequency complication of defibrillation. Over-sensing of small cardiac signal and intermittent cardiac activity contributed to the false detections. At 20:01:45 a non-treatable rhythm was detected. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt passed away on (B)(6) 2015.

Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: 06/2014 - reuse.